Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00864 and -00866.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a penumbra coil 400 (pc400) coils and a penumbra coil 400 detachment handle. During the procedure, the physician successfully detached the first pc400 coil using the detachment handle. The physician advanced a second pc400 coil into the aneurysm; however, it would not detach using the detachment handle. The pc400 coil was removed from the patient and the physician required multiple attempts to manually detach it outside the patient. The physician used a third pc400 coil which he was unable to detach using the detachment handle, but was able to manually detach from the pusher wire into the aneurysm. The procedure continued using a new (fourth) pc400 coil and a new handle. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the penumbra coil 400 (pc400 coil) pet lock was broken. The pusher assembly was kinked in multiple locations along its length. The coil was detached from the pusher assembly. Conclusion: the complaint has been evaluated. The initial complaint indicated that the pc400 coil could not be detached using the handle. Evaluation of the returned device revealed that the pet lock on the pusher assembly was broken, and the coil was detached. This detachment may have occurred during attempts to manually detach the coil. Evaluation of the handle revealed that it functioned correctly. If the pull wire tube is not completely or properly inserted into the handle funnel, the handle will not be able to detach the coil. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.